Event description:
It was reported that the pt underwent a surgical procedure for the treatment of pelvic organ prolapse on an unspecified date, and mesh was utilized. The pt experienced erosion, infection, and required add'l undefined medical treatment. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Medical treatment. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.